Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "before using it on a patient, the tested the cuff, and it was broken. A leakage". Alleged defect reported as detected prior to use on a patient during inspection/functional testing. There was no report of patient impact or consequence.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no obvious defects were observed. The cuff pressure of the returned complaint sample was then inflated to 25mbar by using calibrated endotest. The blue cuff was able to maintain pressure at 25mbar for at least 30 minutes but the white cuff was unable to inflate. A water leak test was then conducted on the returned sample by immersing it underwater. Bubbles were observed flowing out from the white cuff during the water leak test. The area of leakage was observed under magnification and a cut mark was found. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint was confirmed. There is 100% leak test conducted at the manufacturing facility whereby cuff leakage would be detected prior to release. A root cause for the cut mark on the cuff could not be determined. A conclusion code could not be found as the complaint was confirmed; however, a root cause could not be established.

Event description:
Customer complaint alleges "before using it on a patient, the tested the cuff, and it was broken. A leakage". Alleged defect reported as detected prior to use on a patient during inspection/functional testing. There was no report of patient impact or consequence.